Event description:
An incomplete crack was made between the intercondylar notch and insertion of mcl while the surgeon was trying to insert the tibial insert with the femoral component and tibial component in place. The crack was treated by suturing.